Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis therapy, resulting in peritonitis and the patient subsequently passed away. The patient was hospitalized for peritonitis. The patient was treated with unspecified intravenous antibiotics (dose, route, frequency, and duration not provided) for peritonitis. During hospitalization peritoneal dialysis therapy was discontinued. The patient was not performing pd therapy for 3 days prior to death; therefore, the patient was not connected to the homechoice at the time of death. It was not reported if the patient recovered from the peritonitis prior to passing away. It was not reported if an autopsy was done; however, the cause of death was reported as septic shock, an infected peritoneal dialysis catheter (non-baxter product), and an unrelated indication. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was a use error reported to be a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.